Event description:
It was reported to philips that the uninterruptible power supply was unable to start, which can impact system booting. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed with customer that the panel's light was out due to an electrical power failure. Upon troubleshooting actions, the fse discovered that the issue was with the ups, which stemmed from a problem with the hospital's main power supply. The philips system was subsequently confirmed to be functioning fully with no issues. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source is not malfunction of the azurion system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.